Manufacturer narrative:
This product is registered as a combination product. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the right atrial lead exhibited low pacing impedance. It was suspected that the lead was damaged. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported field events of electrode damage and low pacing impedance were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.